Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they may have received an inappropriate therapy from their implantable cardioverter defibrillator (ICD). The patient stated that at their cardiologist the monitoring tech had downloaded information and told the patient "although you received the full shock you did not have a ventricular tachycardia (vt) event and the cardiologist agreed." The patient went on to state that the monitoring tech said "this can happen sometimes" and the device was reprogrammed. Follow up was conducted with the patients listed clinic on file. The allied health professional (ahp) indicated they had not seen the patient in the last three years. Ahp stated they have an address for the patient in (B)(6) and the patient may have moved. When asked, the ahp stated they did not have any further information nor did they have the name of the follow up physician in (B)(6). The device remains in use. No further patient complications have been reported as a result of this event.